Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-03611. The pt received his scs system, including a percutaneous lead and anchor, on (B)(6) 2010. It was reported the pt lost stimulation after a recent fall. An x-ray revealed the anchor had fractured and the lead migrated, pulling back through the anchor. The lead and anchor were explanted and not replaced due to difficulties with the pt's anatomy. The pt will be reimplanted at a later date. The explanted anchor and lead were returned to the MFR for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval: the alleged lead migration cannot be confirmed by the MFR through laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.